Event description:
It was reported that bd plastipak¿ 50ml luer-lok syringe was used and many alarms went off during use. The following information was provided by the initial reporter: the problem encountered is arrival of the patient from the hospital service in hemodialysis for his session with a syringe pump no. 1 heparin in progress (injectomat agilia -unknown serial number / plastipak bd syringe 50 ml ref (B)(4) - unknown lot number). The heparin syringe pump is disconnected from the patient and connected to the dialysis generator (artis baxter generator). Patient with a temporary catheter, difficulties at the beginning of session: many alarms on generator. The dialysis session begins, an alarm occurred on pse n°1 "piston head alarm": the syringe of heparin is then empty. The syringe and the syringe pump are changed (syringe pump n°2 injectomat agilia - unknown serial number / plastipak bd syringe 50 ml ref (B)(4) - unknown lot number). Restart dialysis without alarms with normalization of pressures at around 150ml/h of arterial pump flow rate and -200mmhg of pressure. Of suction. The hcw notes that the syringe pump n°2 has a "head alarm" alarm and that the syringe got emptied in front of him (17cc at once). Clamping of the line. Emergency manual disengagement: the syringe is removed from the syringe pump. The doctor is informed, it is not necessary to inject an antidote. This incident is a case of matériovigilance and we have reported it to the ansm, as well as fresenius vial, supplier of syringe pumps.

Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident and a root cause could be determined. A device history review could not be completed as no batch number was provided. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd plastipak¿ 50ml luer-lok syringe was used and many alarms went off during use. The following information was provided by the initial reporter: the problem encountered is arrival of the patient from the hospital service in hemodialysis for his session with a syringe pump no. 1 heparin in progress (injectomat agilia -unknown serial number / plastipak bd syringe 50 ml ref (B)(4) - unknown lot number). The heparin syringe pump is disconnected from the patient and connected to the dialysis generator (artis baxter generator). Patient with a temporary catheter, difficulties at the beginning of session: many alarms on generator. The dialysis session begins, an alarm occurred on pse n°1 "piston head alarm": the syringe of heparin is then empty. The syringe and the syringe pump are changed (syringe pump n°2 injectomat agilia - unknown serial number / plastipak bd syringe 50 ml ref 300865 - unknown lot number). Restart dialysis without alarms with normalization of pressures at around 150ml/h of arterial pump flow rate and -200mmhg of pressure. Of suction. The hcw notes that the syringe pump n°2 has a "head alarm" alarm and that the syringe got emptied in front of him (17cc at once). Clamping of the line. Emergency manual disengagement: the syringe is removed from the syringe pump. The doctor is informed, it is not necessary to inject an antidote. This incident is a case of matériovigilance and we have reported it to the (B)(6), as well as fresenius vial, supplier of syringe pumps.